Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End user reported that adhesive under mass is too aggressive. He has had a difficult time removing them from his skin even using adhesive remover wipes. He has worn same product for 2 years.